Event description:
Boston scientific received an e-mail from the patient reporting that he previously had a seizure. The patient stated there was an infection on his implanted subcutaneous electrode array which required surgery to remove. Following surgery, the patient reported the product was left on his chest. Additional information was attempted to be obtained from the boston scientific field representative, unsuccessfully. According to boston scientific medical records, the product remains in service. No additional adverse patient effects were obtained or reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.